Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited high current drain of 18 ua, causing device longevity to decrease prematurely. On (B)(6) 2010, battery data was 2.76 v and less than 1 kohm with an estimated 7 years remaining longevity. On (B)(6) 2010, battery data was still 2.76 v and less than 1 kohm, but the estimated remaining longevity had decreased to 4.5 years.